Event description:
The customer reported to olympus, the evis lucera colonovideoscope had contamination that was evident in the air and water channel. The issue was observed during maintenance. There were no reports of patient harm. During testing and inspection of the returned device, there were remnants of white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air and water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: light cover glasses adhesive, optical cover glass adhesive and switch head were worn and needed to be replaced, distal end adhesive had uneven edge, aspiration housing and air/water housing had a colored ring damage, identity badge was loose, hot and cold test had a misty image, condition and brush passage were leaking, left angle and right angle were not to the specification and needed to be adjusted within specification, air channel and water channel had blockage evident, and water flow and water removal are not to specification and needed to be replaced. The investigation concluded that it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The inspection result was reviewed and confirmed the suggested event ¿remnants of white crystallized contamination believed to be an infacol (simethicone) type product in a/w-channel¿. Therefore, it was confirmed that the device did not meet its specifications and function. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The event can be detected or prevented by following the instructions for use which state: important information ¿ please read before use IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.